Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and ketones were present. Ketone level was considered as being dangerous by the school nurse. An insulin injection was administered by the nurse to address bg. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.